Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had a foley kit that had the lube syringe in the packaging but it had less than 1cc of lube in the syringe. They did not open another kit because they were able to just grab a pack of lube since that was the only problem. Also stated that it had already been disposed of and had 1 other 16f latex, coude, foley kit in this closet. The lot # on that one is nghp1924. However they did not know if they had the same lot #

Event description:
It was reported that they had a foley kit that had the lube syringe in the packaging but it had less than 1cc of lube in the syringe. They did not open another kit because they were able to just grab a pack of lube since that was the only problem. Also stated that it had already been disposed of and had 1 other 16f latex, coude, foley kit in this closet. The lot # on that one is nghp1924. However they did not know if they had the same lot #.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "tip cover came off during shipping or in processing". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.